Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina and a percutaneous intervention was performed on the proximal right coronary artery (rca) lesion. Post implantation of a 3.0x28mm xience xpedition stent, an edge dissection was noted on the distal stent. Another xience xpedition stent covered the dissection as treatment. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.